Manufacturer narrative:
D10 concomitant products: unknown endo gi - unknown endo gia instrument, lot# unknown unknown egiatrsrr - unknown reinforced reload, lot# unknown unknown egiatrsrr - unknown reinforced reload, lot# unknown unknown endo gi - unknown endo gia instrument, lot# unknown unknown egiatrsrr - unknown reinforced reload, lot# unknown literature events: author: gabrielle hogan, bsc, ravi rao, mbbs, fracs, fasmbs, aditya rao, bsc, faran talebi, mbbs, 2024, journal of the society of la paroendoscopic surgeons title: comparative analysis of hemostasis and staple-line integrity between medtronic tri-stapletm with preloaded buttress material and the aeontm stapler in bariatric surgery source: doi: 10.4293/jsls.2023.00058 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study compared the 30-day hemostasis-related complications between tri-staple device and a competitor stapler in patients who underwent primary or revision sleeve gastrectomy between november 2021 and december 2022. There were 125 patients in each group. In the tri-staple group, a reinforced 45 millimeter reload was used to perform the gastric resection. The gastric resection began four to six centimeters (cm) away from the pylorus, following the contour of the bougie, and concluded one to two cm off the angle of his. The initial two stapler firings employed a 45 mm reinforced reload. Stapler misfiring occurred in 2 cases. There were no additional intraoperative or postoperative complication.